Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the stylet ruptures while remaining inside the body. Custody date: 4/9 bedside insertion the catheter was inserted through the ulnar vein of the right arm, and when it stopped advancing halfway through, portable radiography was used to check the situation. There was a hairpin curve near the confluence of the brachiocephalic vein and superior vena cava, so the position was corrected and the stylet was removed. Later, during another angiographic investigate, the remaining stylet was found in the body and retrieved with a snare. No abnormalities were noted in the patient during this time. The patient's doctor who performed the procedure was interviewed, but there is no evidence of anything that could have led to the stylet being cut during the procedure (e.g., cutting of the stylet during trimming, manipulation of the catheter with force, pushing and pulling, etc.). The remnant (stylet) retrieved from inside the body was torn in two, but this was due to the fact that the stylet was torn when the snare was retrieved, and there was only one stylet in the custody. The original length of the original snare was about 1.5 meters. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet was confirmed. The product returned for evaluation was one stylet. A gross visual inspection of the returned unit found that the stylet was fractured into two segments. Blood residue was observed throughout the sample indicating that the sample had been used. The core wire was not present inside the outer coil wire and was not returned separately as part of the sample. Inspection with a microscope found that the weld tip and handle were not attached to the coil wire and were not returned for evaluation. Inspection of the fracture surfaces ((B)(4) total fracture sites) found that three of the surfaces were granular indicating that these ends had experienced tensile stress. The other surface showed evidence of shear damage which is typically associated with damage caused by a bladed instrument. Based on the observed features, it is possible that the stylet was cut during trimming of the catheter. However, there is not sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the stylet ruptures while remaining inside the body. (B)(6) information obtained: custody date: (B)(6) bedside insertion. The catheter was inserted through the ulnar vein of the right arm, and when it stopped advancing halfway through, portable radiography was used to check the situation. There was a hairpin curve near the confluence of the brachiocephalic vein and superior vena cava, so the position was corrected and the stylet was removed. Later, during another angiographic investigate, the remaining stylet was found in the body and retrieved with a snare. No abnormalities were noted in the patient during this time. The patient's doctor who performed the procedure was interviewed, but there is no evidence of anything that could have led to the stylet being cut during the procedure (e.g., cutting of the stylet during trimming, manipulation of the catheter with force, pushing and pulling, etc.). The remnant (stylet) retrieved from inside the body was torn in two, but this was due to the fact that the stylet was torn when the snare was retrieved, and there was only one stylet in the custody. The original length of the original snare was about 1.5 meters. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed. The product returned for evaluation was one guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: the weld tip of the wire was missing and could not be accounted for during the evaluation. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the stylet ruptures while remaining inside the body. Custody date: 4/9 bedside insertion: the catheter was inserted through the ulnar vein of the right arm, and when it stopped advancing halfway through, portable radiography was used to check the situation. There was a hairpin curve near the confluence of the brachiocephalic vein and superior vena cava, so the position was corrected and the stylet was removed. Later, during another angiographic investigate, the remaining stylet was found in the body and retrieved with a snare. No abnormalities were noted in the patient during this time. The patient's doctor who performed the procedure was interviewed, but there is no evidence of anything that could have led to the stylet being cut during the procedure (e.g., cutting of the stylet during trimming, manipulation of the catheter with force, pushing and pulling, etc.). The remnant (stylet) retrieved from inside the body was torn in two, but this was due to the fact that the stylet was torn when the snare was retrieved, and there was only one stylet in the custody. The original length of the original snare was about 1.5 meters. No other information was provided.